Event description:
A cracked and shattered touchscreen was reported, rendering the pump's display illegible and unusable for interaction. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery, and technical support arranged for a replacement pump.